Event description:
Rn (registered nurse) primed ns (normal saline) through primary tubing. Arisure closed system male attached to female end of primary tubing. When rn went to attached to patient's port, the end of tubing had fallen off leaving no way to attach tubing to patient. New tubing and saline bag obtained.